Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic appendectomy, the specimen retrieval pouch was used to remove the appendix. The plastic that protects the metal ring fell off during use. After the appendix was taken out using the device, there was an approximately a 12 cm long plastic strip in the abdomen. This was discovered when the surgeon was getting ready to rinse the abdomen after the removal of the appendix. It turns out that it was the plastic shield around the aluminum rail that cut from the bag during use, had been cut off the rail and left in the abdomen. The plastic piece was retrieved from the patient using a fine forceps.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led, an evaluation of received six photographs of an endo catch gold 10mm specimen pouch intl opened by the account. The evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the photographs. Visual examination of the photographs demonstrated that the clear plastic sheath had disengaged from the ring. The black shrink tubing was intact as well as the bag. Visual and inspection of the photographs confirmed the product did not meet quality specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.